Event description:
The advocate stated her son received a blood glucose reading of 199mg/dl from the contour next link meter, re-tested on a different meter and received 54mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe test strips were returned for evaluation.replacement test strips were sent to the customer

Manufacturer narrative:
The customer returned a second lot# of contour next test strips for evaluation, which was not initially provided. Lot# 3ffef02, expiration date 06/30/2015. Manufacture date 06/01/2013. The evaluation results for this lot#: using customer's control solution, the readings were an average of 3mg/dl high out of spec. The retention reagent gave satisfactory performance.